Event description:
Information was received indicating that a smiths cadd®-solis vip ambulatory infusion pump has a faulty downstream sensor. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was lifted and the lens was scratched. Review of the event history log showed the pump displayed multiple occurrences of "cassette detached" alarms. Functional testing involved downstream occlusion testing and the reported issue was not able to be duplicated. Based on the investigation, the complaint allegation was not confirmed.